Event description:
Int'l affiliate reports that following shunt revision, the pt initially had a very good period of recovery followed by a sudden wound swelling starting on the evening of the 5th day following surgery. This was associated with progressive high pressure symptoms. The valve was found to be disconnected from the distal end, the distal end having migrated downwards. The valve was explanted.